Event description:
It was reported that unit broke off inside the patient.

Manufacturer narrative:
The reported condition was not confirmed since the unit was not returned for evaluation. It was confirmed that the units were discarded. The most probable root causes for the reported condition are: design: insufficient material strength. Anchor assembly design not strong enough to withstand impaction. Anchor geometry too blunt for effective bone penetration. Process: anchor not manufactured to specification. Improper assembly of anchor onto inserter. Application: hard bone. Excessive force. Incorrect angle of attack (too steep/shallow). No pilot hole prepared in the event of hard bone. Incorrect instrumentation used to prepare pilot hole. Possible design root causes are not considered likely based on the complaint history review of the failure mode during the past 12 months. If there was a design root cause of the failure, it is anticipated that the occurrence of failure would be more widespread. Product surveillance will continue to monitor the quality of this product in the market, but at this time there is no reason to suspect a design root cause or process issues, as the occurrence of harm are within the predicted range per the risk document. According to the device history review, complaint trend and nc reviews the product was manufactured according to specifications, therefore any process related contributor is less likely. Since the complaint investigation was raised with minimal information on the event, additional information was requested. The following was confirmed: one anchor broke during tensioning and one the white suture loop that pulls the suture tails into the anchor broke right off on both sides (this last event will be covered on (B)(4)). One of the anchors split right in half. We tapped before as well. The possible contributors identified during surgery for the breakage is hard bone ... But we tapped before so I am not sure why it broke. Two revolutions were made to spool the excess suture and then it kept spinning. At this point we realize it broke. Therefore, based on the complaint history analysis, DHR, non conformance and user instructions review, the root cause for the reported condition is most likely application related due to hard bone. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that unit broke off inside the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.